Manufacturer narrative:
Livanova received a report stating that a foreign particle was detected inside venous return connector of inspire reservoir. Visual examination of provided pictures showed that particle was movable, not embedded to inner wall of connector. Returned reservoir was visually inspected but no evidence of complained foreign particle was found, consequently no further analysis could be possible. This specific connection of inspire reservoir port with the tubing is done by the customer during the assembly of the circuit. This specific port is closed by a protective blue cap when is received at customer site. Since not investigation of the foreign particle could be done, it is not possible to determine if the particle was originated during/from the manufacturing at livanova facility (i.e.: nested inside blue protective cap) or during assembly phase of the venous line at customer facility (i.e.: residual from previous tube cutting phase). Analysis of complaints database revealed no other similar events notified for similar issue in the last 12 months the residual risk is in the acceptable region. The case appears as an isolated event. No specific action is currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.

Event description:
Sorin group (B)(4) has received a report that, during circuit set up, a piece of pvc was found inside of venous inlet of hard-venous-reservoir. The unit was replaced. The issue was identified prior to any patient involvement.

Manufacturer narrative:
The issue was identified prior to any patient involvement. The inspire hard-venous-reservoir is a non-sterile device assembled into a sterile convenience pack (item in01098; lot 2109280166) that is not distributed in the USA. The expiration date refers to the sterile finished product into which the inspire hard-venous-reservoir was assembled. As the sterile convenience pack is not distributed in USA, the UDI number is not applicable. The complained inspire hard-venous-reservoir is a non-sterile component assembled into a convenience pack that is not distributed in the USA. The standalone inspire hard-venous-reservoir (catalog number 050704) is registered in the USA (510(k) number: k130433). The device manufacture date refers to manufacture date of the sterile, finished convenience pack into which the inspire hard-venous-reservoir was assembled. Sorin group (B)(4) manufactures the inspire hard-venous-reservoir. The incident occurred in (B)(6). The involved device has been requested for return to sorin group (B)(4) for investigation. If any additional information pertinent to the reported event is obtained, it will be provided in a supplemental report.